Event description:
The account stated that the foot end of the sleep surface and head hi/low is drifting down over time. The valves were replaced but the issue remains.

Manufacturer narrative:
The tech replaced the hydraulic manifold assembly to repair the bed.